Manufacturer narrative:
Additional information: on april 2, 2020, mentor became aware that the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on may 29, 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. As part of our quality process, the manufacturing records of lot 6405523 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on july 16, 2020, mentor became aware that the patient also experienced nipple discharge and a suspicious mass on the left side. As a result, the patient underwent bilateral device removal on (B)(6) 2020. Upon explantation, the right implant was found to be intact. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 375cc mentor memorygel breast implants and experienced capsular contracture on the left side and rupture on the right side postoperatively. The rupture was confirmed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.